Event description:
It was reported that a user experienced elevated blood glucose while using the ilet with a dexcom g7 after disconnecting from the pump for several hours during a shower and supply change, which led to an insulin set expired alarm and a delay in insulin delivery; the user also consumed yogurt during the disconnection, and the infusion set type was inset. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to an improper procedure of not reconnecting the infusion set after disconnecting, and involvement of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.